Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone all that the customer experienced the low blood glucose level and insulin pump had an audio anomaly. Blood glucose level of the customer was 44 mg/dl and other relevant blood glucose level of the customer was 240 mg/dl. The customer was assisted with the troubleshooting for the audio anomaly and it was resolved. The customer was treated with the cookies for low blood glucose level. The insulin pump will not be returned for the analysis.